Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was inserted using the dilator, then the dilator was removed and the farwave catheter was inserted to the clear part of the sheath. Aspiration was performed and air bubbles were drawn into the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. No abnormalities or defects were found on the exterior of the sheath. Leak and aspiration performance testing of the returned sheath observed the device to failed to seal pressure and fluid within the sheath. Inspection of the flush lumen found the luer torn where the adhesive filet bonds the lumen to the valve hub, creating a severe leak path before blood occluded the leak path to a slow leakage. Dissection of the handle cap found the flush lumen luer torn where the adhesive filet bonds the lumen to the valve hub, creating a severe leak path before blood dried inside, occluding the leak path to a slow leakage. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath was inserted using the dilator, then the dilator was removed and the farwave catheter was inserted to the clear part of the sheath. Aspiration was performed and air bubbles were drawn into the syringe. The sheath was replaced, and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.